Event description:
Our customer (B)(6) has received a complaint from the enduser, that contains potential adverse event info involving a device manufactured by pro med instruments. (B)(6) is not the MFR or importer of this device. Therefore, we report the event. This issue involves allegations that a pro med instruments doro product has malfunctioned in such way that it may contribute to a pt injury if the issue were to recur. According to the complaint from (B)(6), three pts had slipped in the mayfield head holder frame in the past week ((B)(6), 2014). The 3-pin head hfd linkage was loose, resulting in slippage. No pt injuries were reported. (B)(6) customer service shipped replacement parts to the customer to resolve the issue. Add'l info per e-mail on (B)(6) 2014 from (B)(6): the parts are suspected to be either loose or the teeth are worn down. The customer info is: (B)(6) (reported the complaint) (B)(6). No product returned until (B)(6) 2014. A call with the end customer on (B)(6) 2014 with (B)(6) in the hosp in (B)(6) clarified the issue: the skull clamp was approx 2 years old, the skull clamp is used 4-5 times a week. There was no laceration, but a slippage on the joints the end customer things, that this was due to worn out teeth. The end customer was not aware, that he needs to send in the skull clamp for maintenance once a year, where the worn out teeth would have been discovered and replaced. The end customer does check the skull clamp before use. Although, he sometimes uses it, although the teeth are worn out, because, he does only have this one skull clamp. The end customer was informed at the end of the phone call, that he can send in the skull clamp for maintenance to (B)(4), our us rep.